Event description:
It is reported that it is not possible to turn off the universal modular electric/battery double trigger handpiece. There was no pt harm or delay reported.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.